Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: procedural risk associated with anomalous coronary artery supply during aortic valve replacement.

Event description:
The article, "procedural risk associated with anomalous coronary artery supply during aortic valve replacement", was reviewed. The article presented a case study of a 77-year-old male patient with a history of hypertension (htn), hyperlipidemia, morbid obesity, first-degree atrioventricular block (av block), and chronic kidney disease (ckd). It was reported that on (B)(6) 2025, a 25mm epic max valve was chosen for surgical aortic valve replacement (savr). There were no intraoperative complications and the patient was discharged home. It was then reported on (B)(6) 2025, the patient had dehiscence of the lower sternal wound which was repaired. The article concluded that while transcatheter aortic valve replacement (tavr) has become the preferred method for high-surgical-risk patients, anatomical contraindications such as this one require careful, case-by-case evaluation. This case underscores the importance of conducting a comprehensive preoperative assessment and imaging, along with individualized decisions when selecting the appropriate valve replacement method for managing severe aortic stenosis in patients with unusual coronary artery supply. [The primary author was neha chandna, medicine, victoria heart and vascular center, victoria, texas, USA. The corresponding author was munish sharma, pulmonary and critical care, baylor scott & white medical center, temple, texas, USA, with corresponding email: munishs1@hotmail.com].

Manufacturer narrative:
As reported in a research article, procedural risk associated with anomalous coronary artery supply during aortic valve replacement. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported intervention was under case specific circumstance. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: procedural risk associated with anomalous coronary artery supply during aortic valve replacement

Event description:
N/a.